Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing and pacing inhibition with isometrics testing. There was no asystole observed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.